Event description:
Patient had multiple diagnosis of cancer in the esophagus and right colon. A laparoscopic hard assisted anterior resection was performed using the psd veritas buttress to reinforce the anastomosis. Patient had a history of heavy steroid use for several years. Surgery proceeded without event. On post operative day 5 patient was discharged and came back on the same evening with symptoms and pain. The patient was re-operated on and the anastomosis had separated causing a leak. The tissue was like butter and friable. No stapler or psd veritas buttress was used to repair the anastomosis - sutures were used. There was no necrosis or evidence of ischemia. There was serosal inflammation. Patient is doing well.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Device lot number not reported to manufacturer; therefore, manufacture and expiration dates unk.